Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the introducer needle fractured while in the body. Customer stated they did not receive medical treatment as a result of the consumable fracturing while still in the body. The sensor will not be returned for analysis. Unomed set.